Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 350cc mentor memorygel left breast implant and a 325cc mentor memorygel right breast implant experienced bilateral breast pain and rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 26, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the gel mod-rnd 350cc breast implant and developed breast pain. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11/23/2020, patient has a planned explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: pain and rupture. Manufacturer¿s reference number:(B)(4).